Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the sponge dislodged into the scope when attempting to pass a sphincterotome to the biopsy cap. They had to used another scope. The procedure was completed with another biopsy cap. Additionally, it was reported that water soluble lubricant was not applied to the top of the biopsy cap prior insertion. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine.